Event description:
Subject presented to emergency room with lvad alarming and tachy palpitations. Lvad stopped when subject changed over to external console, which she felt and heard. Problem was with external power line which was replaced.